Event description:
It was reported that the pump indicated a data log corruption. The customer's blood glucose was 213 mg/dl. Reportedly, the customer continued using the pump and alternately manual injections for insulin therapy.